Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hospital late last night with hypoglycemia. The customer was disconnected from the insulin pump in the ambulance and has yet to reconnect. Customer stated that the reservoir was being changed but not the whole set. Customer' s blood glucose level was 2.6 mmol/l. The perceived cause for hospitalization was an overbolus from the insulin pump. The nurse stated that the patient noticed that there was not much insulin left in the reservoir. Customer reported that they think it may not have been connected properly and it may have leaked out. Customer found out that the fill cannula amount was set incorrectly. Insulin pump passed the displacement verification test. Customer was advised that the pump appeared to be functioning properly. Nurse stated that it was a possibility that the patient used an old reservoir, but could not confirm this. Customer's last blood glucose level was 14 mmol/l. No additional information provided.